Event description:
A nurse attempted to insert a bovie adapter into the bovie (force fx) and received an electrical shock to their right thumb. Everything was checked and was within manufacturer's specifications.